Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the esc button was difficult to press. The customer also reported that there was a crack on the battery compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.